Manufacturer narrative:
An event of cardiac decompensation and aortic insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21mm trifecta gt was implanted. After 3 years the patient presented with cardiac decompensation and aortic insufficiency due to prolapsed cusps. A valve-in-valve procedure was performed on an unknown date.